Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an acl procedure, when the retrograde drl was drilling forward, the drill was very shaky and the drill pin got stuck. The retrograde drl and the drill pin were removed from the patient, the drill pin was removed from the retrograde drl and the process was started again. On the second attempt, the retrograde drl was activated so that the retrograde ¿tooth¿ was engaged but when the retrograde drl was started a metal wire seemed to partially break off the drill. No metal or components of the drill were observed to have fallen into the patient. The system was removed from the patient and not used. The procedure was completed without significant delay using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
H2: additional information on d4. H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided images found that the actuator wire is detached from the retrograde bit and is bent around the shaft. A review of the complaint revealed there were no patient injuries reported and no apparent patient impact based on the details provided. Therefore, no further medical assessment is warranted. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force during use, failure to retract the guidewire far enough back before attempting to deploy the blade, using the reverse function while drilling, attempting to deploy the blade while still inside the bone tunnel, or an impact event inconsistent with normal use. The complaint for drill pin jam was not confirmed and the root cause could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.